Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("the essure was removed in several pieces"), fallopian tube perforation ("right tubal perforation /perforation (fallopian tube) /malposition of essure device location of device: right side out of place") and device dislocation ("malpositioned essure implant/ malposition of essure device - location of device on right / portion of an essure implanted noted coming out at the corneal area") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity. Previously administered products included for an unreported indication: metrogel and vagisil. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), bacterial vulvovaginitis ("vaginal bacteria") with vaginal discharge, bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("lower abdominal pain /pain"), change of bowel habit ("bowel changes") and fatigue ("fatigue"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), back pain ("back pain") and complication of device removal ("the essure was removed in several pieces"). The patient was treated with surgery (underwent laparoscopy diagnostic with removal of essure and underwent laparoscopy diagnostic with removal of essure). Essure was removed on (B)(6) 2012. At the time of the report, the device breakage, fallopian tube perforation, device dislocation, back pain and abdominal pain lower had resolved and the complication of device removal, vaginal haemorrhage, menorrhagia, bacterial vulvovaginitis, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, change of bowel habit and fatigue outcome was unknown. The reporter considered abdominal pain lower, back pain, bacterial vulvovaginitis, bladder disorder, change of bowel habit, complication of device removal, device breakage, device dislocation, dysmenorrhoea, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: most of symptoms resolved after the surgery. Plaintiff was left with permanent scars after the surgery. Current weight:200. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: confirmed total bilateral occlusion. Most recent follow-up information incorporated above includes: on 18-feb-2019: pfs received : reporters information updated. Events - abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: ongoing vaginal bacteria, malpositioned essure implant/ malposition of essure device - location of device on right / portion of an essure implanted noted coming out at the corneal area, bladder or urinary problems or changes, migraines / headaches, salpingectomy (one side removal of fallopian tube, dysmenorrhea (cramping),pain, vaginal discharge, perforation (fallopian tube(s)), fatigue, gastrointestinal or digestive system condition type: bowel changes were added. Outcome of event : abdominal pain were updated. Medical history and historical drugs were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("the essure was removed in several pieces"), fallopian tube perforation ("right tubal perforation") and device dislocation ("malpositioned essure implant/portion of an essure implanted noted coming out at the corneal area") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6), the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, device dislocation (seriousness criteria medically significant and intervention required), back pain ("back pain") and complication of device removal ("the essure was removed in several pieces"). The patient was treated with surgery (underwent laparoscopy diagnostic with removal of essure), surgery (underwent laparoscopy diagnostic with removal of essure) and surgery (underwent laparoscopy diagnostic with removal of essure). Essure was removed on (B)(6). At the time of the report, the device breakage, fallopian tube perforation, device dislocation and back pain had resolved and the complication of device removal outcome was unknown. The reporter considered back pain, complication of device removal, device breakage, device dislocation and fallopian tube perforation to be related to essure. The reporter commented: most of symptoms resolved after the surgery. Plaintiff was left with permanent scars after the surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6): confirmed full occlusion. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.